Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Moisture was cleaned out of the unit, and the unit was returned to service.

Event description:
The hospital reported the unit delivered sustained over pressure during pre-use checkout. There was no report of patient involvement.